Event description:
Additional information received reported that the manufacturing representative met with the patient and she had shocking in the center of her back when going up the stairs while holding her child in a certain position. The health care professional (hcp) felt it was part of the healing process and decided to give it time to resolve. Reprogramming was performed and some electrodes were added. The hcp would monitor the patient. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since implant the patient had experienced "interference" and tingling when going in a tanning bed. The patient now turned the implantable neurostimulator (ins) off before tanning. As of three weeks prior to (B)(6) the patient was also experiencing intermittent overstimulation events that lasted for a second or two that were relatively intense and uncomfortable which was a sudden change. They were occurring when the patient was sitting down mostly. The patient was not using adaptivestim. There were no falls or traumas reported. It was noted the patient had a diagnostic ultrasound recently to evaluate a possible heart murmur. When the manufacturer's representative (rep) met with the patient on (B)(6) reprogramming was performed and the patient noticed that overstimulation was less intense since the programming. It was noted the patient had been programmed on hd programming since implant. Reprogramming consisted of moving stimulation from midline to both sides. An impedance check was run and the rep. Looked at different electrodes references with values between 800-1100 ohms. A group impedance check was performed which was 441 ohms and 2.231 milliamps. The patient reported that the "shocking" was occurring at the site of the paddle.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturing representative met with the patient on (B)(6) 2015, to set up the adaptive stimulation which they were trying to worth with the change of the patient's overstimulation perceptions. They thought one side of the paddle was in the "gutter" and had shifted to the side which may be causing some of the change in stimulation perception. The patient suffered from anxiety and their anxiety prescription because the physician thought that the patient's perception of the stimulation was related to the anxiety issues. The physician was to follow up with the patient sometime to evaluate the changes made at the appointment. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported the company representative attended the office visit and interrogated the device. The scs was causing overstimulation on the patient's left side. The issue with overstimulation was resolved. If additional information is received, a follow-up report will be sent.